Event description:
Device 2 of 2. Reference MFR. Report number#: 1627487-2012-05518. It was reported the pt experienced surging and jolting sensations from the ipg and lead sites. An impedance check was performed and revealed two invalid contacts. X-rays were taken and no anomalies were found. During surgical intervention, an impedance check was performed multiple times and all contacts were normal. The ipg was explanted and replaced. Stimulation and coverage were restored post-op. Allegedly, the pt's issues have ceased since the ipg was replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.